Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient stated that the ins stopped working. The patient clarified that they were not feeling stimulation. The patient interrogated the ins with the controller and saw that the stimulation was turned on and was on group b. It was noted that the ins charge was at 70%. The patient stated that they are usually on group a. The patient switched to group a and was able to feel coverage. The patient did not know how the group switched. The issue was resolved, and no symptoms or complications were reported.